Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
On 20-may-2025, a journal article was retrieved from journal of clinical medicine (2025) that reported a retrospective observational study from spain for patients treated at río hortega university hospital from 2010 to 2022. The purpose of the study was to investigate the outcomes of peri-implant hip fractures, evaluate the potential causes of such fractures, determine the type of treatment provided, assess the outcomes of said treatments, and establish possible improvement strategies. The study reviewed 33 patients / 34 femoral peri-implant fractures. The implants on which the fractures occurred were short intramedullary nails, of which 9 (27%) were tfn, 8 (24%) gamma, 14 (42%) pfna, 1 (3%) affixus, and 1 (3%) znn. The study population had a mean age of 83.6 years at time of surgery (range 65-97 years); (91% male / 9% females). Patients were followed up for at least 12 months until the conclusion of the study in december 2023. The study reported 1 patient with a znn nail experienced a peri-implant fracture. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: spain literature: clinical and functional outcomes of peri-implant fractures associated with short proximal femur nails: prevention strategies and key insights. Aguado-maestro, valle-lópez, simón-pérez, frutos-reoyo, garcía-cepeda, de blas-sanz, sanz-peñas, diez-rodríguez, mencía-gonzález 2 and sanz-posadas. Journal of clinical medicine. Pages 1-11. 2025. Https://doi.org/10.3390/jcm14010261 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.